Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report (B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of hi results. Customer states that he feels well and requires no medical attention. Verified the strips expire 11/15/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a back to back blood test hi and 592mg/dl not fasting. Reviewed meter memory: 1:hi mg/dl (B)(6) 2015 06:44:00 pm fasting:no. Customers is concerned with hi on (B)(6) 2015 at 6:44pm no adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. The most likely underlying root cause of this malfunction was identified as a strip issue.

Event description:
Customer complains of hi results. Customer states that he feels well and requires no medical attention. Verified the strips expire 11/15/2017. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed a back to back blood test hi and 592mg/dl not fasting. Reviewed meter memory: 1:hi mg/dl on (B)(6) 2015 06:44:00 pm fasting:no customers is concerned with hi on (B)(6) 2015 at 6:44pm no adverse event reported.